Event description:
A report was received that the patient was not getting adequate stimulation. X-ray confirms that the lead had migrated. The patient underwent a revision procedure wherein a lead was added and the ipg was replaced. The physician removed a good portion of the old lead due to the formation of scar tissue leaving the other portions to be safely left in the patients body. The patient was doing well postoperatively.